Event description:
Created by calli price at (B)(6) 2023 10:02:02 pm. Subject: cts note. Patient requested replacements for ifs and cartridges used to try to troubleshoot occlusion. Cts sent goodwill for ifs and cartridges.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.